Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 54, blood glucose reading 183 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. It was also reported that the customer had irritation at the insertion site. Customer also had blood glucose levels that rose to 400mg/dl. Customer treated with the insulin pump. Troubleshooting was declined. No significant event leading up to the incident was mentioned.